Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was intact on the delivery system when the device was retrieved from the patient.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. The bumper tip of the device showed no signs of damage. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks and shaft polymer extrusion found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 29 x 3mm, eccentric, de novo target lesion containing a >45 and <90 degree bend was located in the moderately tortuous and mildly calcified right coronary artery (rca). Following pre-dilation, a 3.00 x 32mm promus element(tm) plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment/separation.